Event description:
The pt experienced pain at her implantable neurostimulator (ins) site. She could feel the electrodes in her hip instead of in her sacrum. An x-ray was taken that showed the lead was not in the sacrum as expected. The pt developed an infection and a hematoma. The implant site was tender and warm to the touch. The pt was given antibiotics and the ins was explanted. A re-implant will be scheduled after the infection resolves. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).